Manufacturer narrative:
A040507: wear and tear a05: bent g2: this event occurred in canada, see section e. H6: the returned tap was analyzed. The reported problem was confirmed. The tip of the tap was found to be bent. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the tap bent during use. The surgeon used next size up. There were no deleterious effects realized. It was chalked up to normal wear and tear. There was no delay in surgery. There was no impact on patient outcome.